Event description:
It was reported by service report that the head end brakes were not holding. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake assembly.